Event description:
The event is reported as: alleged issue: the staff reported that a retention balloon deflated before the doctor was prepared to remove the catheter. There have been no injury or risks associated with the balloon deflating as the catheters were only to be used short term post-op." No pt injury reported. Pt current condition is fine.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report.